Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/22/2014 with the following findings:an inexplicable reboot event, which is potentially indicative of the reported event, was observed in the black box data. Visual inspection revealed that moisture was not present behind the display lens, and the battery compartment and cap were free of damage. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power related issues were observed; the reported event was not duplicated. The pump case was found to be damaged between the upper right corner of the display lens and the case seal. The pump failed a leak test due to the aforementioned pump case damage. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board and other internal components. The relation of the moisture ingress event to the reported event could not be determined, as the reported event was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, moisture was evident behind the display lens. It was reported that the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.